Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:did any piece break off of the device jaws: collapsible jaw has broken;did any piece of the jaws fall into patient: the jaw broken was retrieved successfully;if any piece broke off, were all pieces retrieved: broken pieces will be sent back for analysis of the code.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the collapsible jaws broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n91968. The analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. 4 remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.